Manufacturer narrative:
Method of evaluation: to be specified. Review of the device history records: query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10711. Results of evaluation: to be specified. Review of the device history records resulted in no remarkable findings. - as of (B)(4) 2011, 108 devices from lot s10711 were distributed to EU with no issues or other complaints reported to lifecell against this lot. Due to limited information received on the patient's condition, the event is being reported to FDA. If further information is received, follow-up report will be filed. Device was implanted.

Event description:
It was reported to lifecell that during suturing of the device into the patient, the device tore. No additional information is available at this time.